Event description:
It was reported that on (B) (6) 2009, the catheter was inserted and instability circulation was noted. As a result, the catheter was removed on (B) (6) 2009. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.